Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll representative was onsite during the time of the report. It was determined that the pads were third party pads without a shorting wire, not zoll onestep pads with the shorting wire. The customer was advised to change the configuration setting from "one step pads installed" to "base" and connect the multifunction cable to the test port if the one step pads are not being used. There was no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.